Event description:
It was reported that the patient began using a replacement infusion device and did not realize that the bolus increment was set to the default 0.5 units of insulin vs. The increment 0.1 unit of insulin on his previous device was set to. The patient administered two boluses after lunch and his blood glucose level dropped. His daughter found him unconscious and provided him with grape juice. Afterwards, his blood glucose level was 71 mg/dl. No product has been requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was requested.